Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, fold creases, and observed a 40 mm dark patch edge material inside gel device. The device was found to be underweight. A microscopic analysis was performed which identified sharp crease break on the radius and stress marks. Based on the device analysis the final assessment is a sharp crease break on the radius assessed as fold flaw opening, and creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a left side rupture. Additionally, healthcare professional reported "creases associated with hole." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.